Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7087526.

Event description:
It was reported that the patient was not getting adequate pain relief after several attempts of reprogramming. The patient underwent a lead replacement procedure and was doing well post-operatively. The explanted leads were discarded.